Event description:
A malfunction alarm occurred with code malf 16, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The pump could not be reset, so technical support arranged for a replacement. The customer was advised to use multiple daily injections as a backup therapy. Cts confirmed the shipping address, instructed the customer on how to put the pump into storage mode, and arranged for the return of the malfunctioning pump using a pre-paid label.